Manufacturer narrative:
Unit received with peeling top corners of keypad overlay and a black spot on top right corner of display due to severe corrosion on all electronic assemblies. Unit passed displacement test. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, peeling end cap address label, corrosion on force sensor assembly, moisture damage on motor home switch and corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer states the paneling was peeling back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.